Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation. No defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-20: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Customer called stating they are receiving high blood results such as 359 mg/dl not fasting, 162 mg/dl not fasting as soon as blood is absorbed. While troubleshooting customer states that time and date not set correctly on meter. Customer states she is storing supplies in the kitchen. Informed customer of proper storage areas and informed customer that strips are compromised. Will send customer upgraded replacement products and follow back up with customer.